Event description:
New information received notes that the pacemaker was reprogrammed. Patient was in stable condition.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited far r over-sensing. No intervention was performed. Patient was in stable condition.